Manufacturer narrative:
Further information was requested but not received.

Event description:
During an implant procedure, it was noted the left ventricular (lv) lead was broken when the stylet was removed. The lv lead was explanted and replaced to resolve the event.

Manufacturer narrative:
The reported event of ¿electrode broke when the stylet wire was pulled out¿ was confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found that the connector pin and connector cap were pulled out of the connector assembly along the inner coil which is consistent with procedural damage and the ptfe stylet coating was bunched up/clogged distal to the connector pin. The cause of the reported event was isolated to procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.